Event description:
It was reported that the customer tried refilling her insulin pump three times and received a compromised force sensor system alarm every time. Her blood glucose level was 133 mg/dl. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump had a cracked reservoir tube lip.